Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that while a patient was being injected in the hands with juvéderm ultra¿ xc, the syringe burst at the luer lock. There were no injuries. The needle provided in the package was used.

Manufacturer narrative:
Lab analysis of the device foundempty syringe of 1.0 ml received without cap, one used needle in an opened tray a pack. No defect observed to syringe.

Event description:
Healthcare professional reported that while a patient was being injected in the hands with juvederm ultra xc, the syringe burst at the luer lock. There were no injuries. The needle provided in the package was used.